Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device was not able to be successfully explanted during the (B)(6) 2017 surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that a surgery was performed on (B)(6) 2017 to extract a distal femoral plate and an unknown quantity of unknown screws. The reason for the explant surgery and the initial date of implant were not available for reporting. During the explant surgery, three (3) extraction screws were broken as the surgeon tried to extract the plate. Therefore, the surgeon tried to crush part of the screw thread with carbide drill but he was not able to succeed. Due the hardware removal issue taking too much time, the surgeon opted to leave the plate and an unknown quantity of broken screw fragments in the patient and closed the surgical incision. The surgery was extended for 60 minutes. The patient¿s postoperative status was reportedly good. A second removal surgery will be scheduled if the patient requests it. Concomitant medical products: 1x carbide drill (part and lot unknown). This report is 4 of 5 for (B)(4).

Manufacturer narrative:
This report is for one (1) unknown distal femoral plate. Part and lot numbers were not provided for reporting. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) unknown distal femoral plate.